Event description:
It is reported that a customer experienced high blood glucose of 498 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer called for assistance with programing their insulin pump. The customer was assisted with programing a bolus wizard. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.